Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction. The pt stated that her physician requested a basal insulin delivery rate decrease of 0.05 units and she inadvertently decreased it by 0.50 units. The pt has adjusted her basal insulin dosage and continued to use the pump with no reported subsequent events.

Event description:
The patient was hospitalized for elevated blood glucose levels and dka.